Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that  in 2019 the patient started feeling tingling in their head whenever they were near a 5g power or wifi. The issue had been going on for a long time. The patient stated sometimes it was so bad the patient felt like the back of their neck or something was heating up and the patient could not sleep. The patient even moved overseas and noticed the same problem. Wherever the patient was driving or was out with someone they felt tingling int heir head and knew there was a 5g tower around, the patient would look and there was always a 5g tower. Whenever the patient was not around a 5g tower the patient did not feel tingling but patient could hear something like how some people could hear tv come on even though it was on mute in another room. The patient stated they were at the point where they were unplugging wifi, bluetooth, and tv. The patient stated they did not realize that it was p ossibly the ins caused this until this week. The patient stated they had the recharger and recharger was trying to connect. They heard a little buzzing sound and realized it was coming from the charger. The patient went to their car to see if they could still hear the same sound that was like the tv was on constantly. The patient still heard it in their car. The patient thought something was wrong with their implant. The patient then stated they did not know what is was and maybe the ins got detached a little bit which caused them to hear a constant sound like a television or like someone coughing but it was like frequency that you hear when you are in a different room and sit in a quiet room and tell them to turn tv on and you would hear a frequency of tv put the tv on mute and turn it on. The patient tried turning ins off and could still hear the sound. The patient was redirected to follow up with their physician. The patient also mentioned the ins worked fine except when trying to charge, the patient was laying down and using adhesive discs. The patient charged it last tuesday and by thursday the ins was dead. The patient stated they were in high frequency or somethi ng like that and that setting was using the battery a lot.